Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c device disassembled while the cartridge was being detached after the device was installed intra-operatively. The device was removed and replaced with another mobi-c device without patient impacts.

Event description:
It was reported that a mobi-c device disassembled while the cartridge was being detached after the device was installed intra-operatively. The device was removed and replaced with another mobi-c device without patient impacts.

Manufacturer narrative:
Device evaluation: product was not returned and photos were not provided, so a device evaluation could not be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to twisting forces applied to the peek during removal. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.